Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A nurse reported to baxter (B)(4) that the spike of the drain bag was leaking during draining, though the blue clamp was in the closed position. A cap was attached to the spike. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample returned did not show any connection problem or evidence of leakage. A batch review was not possible since the lot number was unknown. In this case the evaluations were not able to find evidence related to the indicated problem in the returned sample so the exact root cause is uncertain. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.